Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then places two ported dressings from kit on top. When iv3000 gets wet, bottom dressing comes off, infusion set dislodges, and blood sugar increased.